Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he had blood glucose excursions between 40-400 mg/dl. At the time of concern, the patient did not have any symptoms or signs of hyperglycemia but reported hypoglycemic signs and symptoms described as ¿unsteady gait.¿ that patient stated that he was taking steroids but no longer is on steroids. The patient declined to complete troubleshooting at the time of concern. Troubleshooting indicated that there was a potential insulin delivery issue but there was no evidence to substantiate an inaccurate insulin delivery issue. This complaint is being reported because the patient had blood glucose excursion and symptoms that can be suggestive of severe hypoglycemia. Although there was no evidence of a product malfunction associated with the incident, use error and intentional misuse associated with the animas product could not be ruled out as a contributor to the event.